Event description:
This lead was returned without documentation from boston scientific. The serial number on this lead is not readable. It is unknown why this lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
On (B)(6) 2016 we were notified by berlin that this lead is sn# (B)(4), dextrus 4136. There are no known complaints on this lead. Should additional information be received, this file will be updated.